Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 300 units of insulin. The customer successfully reloaded the cartridge and resumed insulin delivery. The customer's blood glucose level was 150 mg/dl.